Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the customer observed a small leak in the tubing during checkout of an hcu30 unit. No patient involvement. Ref: (B)(4).